Manufacturer narrative:
Infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 475 mg/dl. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime. Customer stated that the pump piston continues to move forward after reservoir contact. Insulin squirted out, followed by the alarm. No numbers appeared on the screen and no beeps were heard. Customer tried with different infusion sets, but leaving prime was not possible. The drive support cap appeared to be damaged. Customer was asked verbally and in written form to return the pump for analysis. No additional information provided.